Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with injection ceftazadime (1 gm, frequency, duration and route not reported) and injection cefazolin (1 gm, intraperitoneally, frequency and duration not reported). It was not reported if dianeal therapy was ongoing. No additional information is available.